Event description:
It was reported that a hole was discovered in the balloon at start of case. A second device was used to complete the case with no pt consequence reported.

Manufacturer narrative:
(B) (4). (B) (4). Eval summary: based upon the inquiry info rec'd and the visual examination, it was concluded that the device had a puncture in it caused by user using pressure with a sharp instrument. The batch history records were reviewed by clinical innovations (B) (4) with no anomalies noted.